Manufacturer narrative:
The suspect device was returned for evaluation. The unit was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a thoracic endovascular aortic repair [tevar] procedure, the radiopaque marker on the catheter detached and migrated between the endovascular stent graft and aortic vessel wall. The physician had acquired arterial vascular access and had delivered a guide catheter over a guide wire through the descending aorta to the thoracic aneurysm and successfully deployed two aortic stent grafts. During catheter manipulations, the marker band detached and migrated off the guide wire and drifted between stent graft and aortic vessel wall. The physicians attempt to retrieve the radiopaque marker from the patient were unsuccessful. The physician then ballooned the graft in position, pinning the marker between the graft and the aortic vessel wall. The procedure was completed successfully with no additional consequences to the patient.